Event description:
Patient status post cranioplasty with peek implant, implanted on (B)(6) 2012, returned to surgeon for post op visit on an unknown date. Surgeon found csf fluid had leaked through the wound and led to infection. Patient was returned to the operating room on (B)(6) 2012 with surgeon removing the peek implant and included a plate and screws. Surgeon did not place any new hardware at this time. Surgeon noted there was a shunt malfunction. Thi is 2 of 3 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.